Event description:
A report was received that following an implant procedure, four hours after the patient developed numbness and hematoma around the paddle. Patient underwent a laminectomy procedure wherein the blood was evacuated and the patient was able to move his legs after the procedure. It was also reported that the patient developed a blood clot after the laminectomy procedure. The patient underwent another procedure wherein the blood clot was removed and was doing fine postoperatively.